Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that since implant, the patient had issues with keeping the ins charged and they could not get used to the therapy. It was noted that when the patient would finally get coupling and was charging the ins they would have anxiety attacks, and they felt like bugs were crawling all over them. It was determined that the ins was tilted sideways in the pocket since implant, which was the cause for the patient not being able to get the recharger to connect to the ins. Six months after implant the patient had a revision surgery. The patient has not used their ins in over a year prior to the call (since before (B)(6) 2017). The patient wants the ins removed so they went to see their doctor on (B)(6) 2018, and that doctor referred them to a surgeon. That surgeon does not do ins explants. A request was sent to the manufacturing representatives (reps) requesting names of surgeons that do ins explants. No further complications were reported or anticipated.